Event description:
Health care professional received high control result using her contour ts system of 244mg/dl prior to call. Results during call were 123 and 252 mg/dl. Range is 99-136mg/dl. No adverse events alleged. Replacement strips were sent and customer was advised to return her strips for eval but they were not received.